Event description:
A customer reported a malfunction alarm, indicated by malf 9. Blood glucose level did not exceed 500 mg/dl, and the specific fault code was resettable. Technical support assisted with resetting the pump, and the malfunction did not recur afterward. The customer was informed they could continue using the pump and advised to contact support if the issue happened again.